Manufacturer narrative:
Add'l info has been requested and if received, will be provided on a supplemental report.

Event description:
It was reported via our sales rep, that he was observing a surgery procedure. During surgery, he noted that the surgeon appeared to have problems with the distal drilling. The distal drilling went astray. Another device was utilized to complete the surgery.